Event description:
It was reported that prior to starting a da vinci si surgical procedure, the wire at the tip of the tenaculum forceps instrument was broken. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch up cable was broken at the distal clevis hub. The broken cable segment that contains the crimp remained installed in clevis. Failure analysis investigation also found that the distal end of the main tube had various scratch marks with light material removal. The scratches were .042 - .187 in length and were not aligned with the tube axis. It was concluded that the damage to the main tube was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
As part of a legal discovery activity, on april 3, 2015, intuitive surgical, inc. (Isi) was provided with a copy of the hospital's risk occurrence report from the hospital's risk management department regarding the reported event. The risk occurrence report indicated that the patient underwent a total laparoscopic hysterectomy with bilateral salpingectomy procedure using the da vinci surgical system. The tenaculum forceps instrument was installed on patient side manipulator (psm) arm 1 and while repositioning the instrument, the surgeon experienced some loss of functional control of the instrument. It was then noted that the wire on the instrument was broken. The affected instrument was removed and a replacement tenaculum instrument was installed. According to the information in the risk occurrence report, there was no harm to the patient.